Manufacturer narrative:
The investigation revealed the following: the field service engineer could not replicate the issue at the customer site. The incident was possibly user related due to an incorrectly implemented application method of preparing the tissue for cutting on the instrument. The method which the customer used was to "flash freeze" the specimen with liquid nitrogen. The "flash freeze" method means the tissue was submerged into liquid nitrogen and then frozen onto the sample plate for cutting on the device. Depending on the size of the tissue and the length of time in the liquid nitrogen, the tissue can become very hard and cold. If the tissue samples are then cut with high trimming and quick turns of the instrument handwheel, pieces of the frozen tissue can chunk off the sample plate and fall into the cryostat chamber. In most cases the samples are not lost; the tissue must be re-frozen and the patient would not have to be biopsied again. Unfortunately, in this case a re-biopsy was necessary because an incorrectly implemented application method was used.

Event description:
On 08 november 2016, leica biosystems received a user facility medwatch form 3500a from the FDA regarding a necessary re-biopsy of one patient. The customer complaint was that the device was chunking into the tissue block during cutting. Upon receipt of this user facility medwatch form 3500a, leica biosystems initially became aware that a re-biopsy was required.